Manufacturer narrative:
Model number: reservoir: 720185-01. (B)(4). Catalog number: reservoir: 720185-01. (B)(4). Expiration date: reservoir: 09/29/2013. Manufacture date: reservoir: 10/18/2011.

Event description:
It was reported that the patient's inflatable penile prosthesis no longer cycled. The patient's physician diagnosed that the system no longer inflated. The system was replaced with a 65 ml reservoir, pump, and 18 cm x 12 mm cylinders. The patient's condition was good following replacement.